Event description:
It was reported that the patient presented to the emergency department with driveline power faults. The log files noted many controller clock corrupt alarms and a driveline power fault after the clock was resynced on (B)(6)2023 at 14:03. As of (B)(6)2023 the cause of the alarms was not identified. The alarms cleared on the system monitor and did not re-occur.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient having driveline power faults and controller clock alarms was confirmed via analysis of the log file. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. The submitted controller event log file contained data spanning approximately two days ((B)(6) 2000 ¿ (B)(6) 2000, (B)(6) 2023 per the timestamp); however, the controller clock was recorded at the default date and time throughout the majority of the log file. While the system controller clock was recorded at the default date and time, the pump clock remained at the correct date and time. This indicates that the pump did not lose power or stop when the controller clock reset. The log file did not capture the onset of the clock being reset. A driveline power fault alarm active on (B)(6) 2000 at 22:55:11 to the second to last event within the log file ((B)(6) 2023 at 14:03:43) due to a pwr_b_broken fault flag active. Pump speed was not affected by the alarm and the alarm appeared to resolve on its own in the last event in the log file ((B)(6) 2023 at 14:03:43). Provided information stated that the cause of the alarms was not identified, the alarm cleared on the monitor and did not reoccur, no equipment was exchanged, and no equipment will be returning for analysis. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU)section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the clock not set and driveline power fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section 4, entitled "system monitor", explains how to set the system controller clock using the system monitor. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable, and the system controller. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, and heartmate 3 instructions for use section f, entitled ¿safety checklist¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller, the system controller power cables, and the driveline for damage. Heartmate 3 instructions for use (IFU) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2023-06056.